Manufacturer narrative:
(B)(4). The customer reported a system failure cycle power message/instruction with error code 20004 (hard front end failure). There was no report of patient involvement or adverse patient impact. Philips evaluated the device, confirmed the malfunction and resolved the malfunction by replacing the power pca.

Event description:
The customer reported a system failure cycle power message/instruction with error code 20004 (hard front end failure). There was no report of patient involvement or adverse patient impact.